Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was loading an exam via disc and the system became unresponsive. The system was restarted and the issue was resolved. The representative arrived on the site and found that the system was being slow and unresponsive in all tasks, not just loading. The representative deleted 70 patients off of the system and the issue was resolved. Additional information received:the representative deleted 70 patient exams and the issue was resolved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing was not able to replicate the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system. The system was found to be slow and unresponsive in all tasks, not just exam loading. After deleting approximately 70 patients from the system, the issue resolved. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.